Event description:
The lay user/patient called lifescan (lfs) in 2007 alleging the one touch ultra meter was displaying the battery indicator symbol. The medical affairs specialist mailed a letter on eight days later, since the user could not be reached by telephone for further clarification; therefore, this complaint is classified based on the customer care advocate (cca) documentation. The patient reported the meter issue began on original date, at 2:45 pm. After the reported issue, the patient reported feeling sweaty. The patient denied receiving medical attention or taking action following use of the meter. The issue was not resolved with troubleshooting with the cca. The meter was replaced. It would have been helpful to know: the patient's medication regimen, when the symptoms began, when the patient last tested on the meter, and if the patient treated for the low blood glucose symptom. This complaint is reported because the patient alleges she was unable to obtain a reading on the lfs product and later became sweaty, a typical symptom of hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.